Event description:
In 1990 the patient underwent reconstruction of the right thumb carpometacarpal joint. She had good function postoperatively, but gradually with repetitive use of the hand she developed increased pain. Films in 1996 showed a fracture through the stem of the implant with limited capacity. The pain eventually became disabling. Surgery was performed to remove the implant to relieve the pain and maximize the right hand's function.